Event description:
It was reported that, prior to use, the generator could not be detached from the dissector. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the jaw liner degraded. Parts of the liner were missing.

Manufacturer narrative:
D10 concomitant product: scgaa, reusable generator a scgaa (serial#(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the waveguide was able to be pushed backward into the rotation knob housing. Cracks were observed on the waveguide, which indicate contact with metal. The jaw liner degraded. Parts of the liner were missing. Functional testing found that the waveguide could rotate inside the tube. Dropping the dissector on its tip or forcing the tip against a hard/metal surface causes the waveguide to become unsecured and move backward into the rotation knob housing. This destroys the torque adaptor which secures the waveguide in place. It was reported that the device was difficult to disassemble. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur during use. Jaw liner damage was caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The evaluation detected an unreported condition: the liner was degraded. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.